Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse replace mixer-1 rotational motor and the mixing rod, aligned the height of the rod to the cuvette. The cse verified the precision of ca_2c and returned the instrument to use. No other issues have been reported by the customer post the service visit and the service actions performed resolved the reported issue. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
One discordant, falsely elevated calcium 2, concentrated reagents (ca_2c) result was obtained using advia chemistry xpt. The initial result was not reported to the physician(s). The sample was repeated using another advia chemistry xpt (serial number (B)(4)). The repeat result was correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca_2c result.